Event description:
Medtronic received information that following a coronary artery bypass graft and ablation procedure, extracorporeal membrane oxygenation (ECMO) was initiated using a 550 bio-console, 540t external motor drive and a jostra magnet-adaptor (ma-32). While in recovery, an alarm of the system occurred due to a breakdown of the pump function of the ECMO. It was noted that an adaptor between the bio-console external motor drive and pump had separated. Thus, perfusion to the patient was discontinued. Emergency procedures were implemented (cardiac massage was performed for 3-4 minutes) and manual operation of the pump was initiated. After the patient was stabilized, ECMO was continued with the use of the same system. There was no further disruption of the system. Seven days later, ECMO was discontinued. The patient recovered without sequela as a result of this event. It should be noted that the patient's date of birth provided on this form is only valid for the year. The exact date of birth is unknown.

Manufacturer narrative:
Product analysis: a request has been made for the return of this product to medtronic for evaluation. However, the available information suggests that the facility declined to return the product to medtronic. Therefore, an in-house examination of the device was performed by a local medtronic technical services representative. The results of this examination have been requested but not yet received. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Upon receipt of the analysis findings, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.